Manufacturer narrative:
Additional information regarding the catalog and lot number of the device was received by medtronic neurosurgery. Approximately 87 cm of the peritoneal catheter was returned. There was proteinaceous debris observed in the interior and exterior of the catheter. The returned catheter met the specifications for patency and leak testing. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during the operation, the device was found to be leaking. According to the report, a new device was used. The report stated that there was no impact to the pt.

Manufacturer narrative:
Approx 87 cm of the peritoneal catheter was returned. There was proteinaceous debris observed in the interior and exterior of the catheter. The returned catheter met the specs for patency and leak testing. A review of the mfg records was not possible as no lot number was provided.